Event description:
It was reported that the atrial lead dislodged one time during the initial implant. The physician took time to make sure that the lead stayed in the atrium before the pocket was closed. Then during a routine post-op follow-up, the lead was found to be dislodged. The lead was re-positioned. The same lead was found dislodged again five days later. The lead was explanted and replaced. Upon explant, it was noted that there was tissue on the lead tip. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead was extrinsically bent. Products: (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6); 6947 implantable tachy lead 2013 (B)(6). (B)(4).